Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The case was opened and moisture was found on the display window. No unexpected number ramping anomaly was noted. The insulin pump had a cracked case near a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, cracked display window, and minor scratches on the display window.

Event description:
It was reported that the numbers on the customer's insulin pump kept scrolling up while she was attempting to enter in her carbohydrates. Her blood glucose level was not known. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).